Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received multiple motor error alarms. The customer had the insulin pump replaced four times this year. Her blood glucose levels were becoming more and more erratic. She was not feeling well and was sleeping all the time. Customer's blood glucose level was not reported. The device was not returned.